Event description:
Incident: sheath part of the end cracked off during the surgery. Nothing fell into the patients cavity. It is unknown if there was unanticipated tissue loss, unanticipated tissue damage, or unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. No device fragment fell in the patient cavity. No device fragment was left in the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/03/2015.